Manufacturer narrative:
Acera, m., molano, a., tijero, b., bilbao, g., lambarri, I., villoria, r., somme, j., ruiz de gopegui, e., gabilondo, I., gomez-esteban, j.c. Long-term impact of subthalamic stimulation on cognitive function in patients with advanced parkinson's disease. Sociedad espanola de neurologia. 2017. Doi: 10.1016/j.nrl.2017.05.009 age/date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of article acceptance as the event dates and publication date were not provided in the published literature. Concomitant medical products: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: 3389 lot# unknown, product type: lead. Product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. The main component of the system. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown; product ID: 3389, serial/lot #: unknown; if information is provided in the future, a supplemental report will be issued.

Event description:
Summary: the aim of this study was to evaluate the effects of deep brain stimulation of the subthalamic nucleus (dbs-sn) on cognitive function in patients with parkinson¿s disease (pd) 5 years after surgery. The authors conducted a prospective study including 50 patients with pd who underwent dbs-sn (62.5% were men; mean age of 62.2 ± 8.2 years; mean progression time of 14.1 ± 6.3 years). All patients were assessed before the procedure and at one year after surgery; 40 patients were further followed up until the 5-year mark. Follow-up assessments included the following neuropsychological tests: mini¿mental state examination (mmse), mattis dementia rating scale (mdrs), letter-number sequencing of the wais-iii (wais-iii-ln), clock- drawing test, rey auditory verbal learning test (ravlt), benton visual retention test (bvrt), judgment of line orientation (jlo) test, fas phonemic verbal fluency test, stroop test, and the montgomery-asberg depression rating scale (madrs). Patients were found to score lower on the mmse (-0.89%), clock-drawing test (-2.61%), mdrs (-1.72%), and especially phonemic (-13.28%) and sematic verbal fluency tests (-12.40%) at one year after surgery. Delayed recall on the ravlt worsened one year after the procedure (-10.12%). At 5 years, impairment affected mainly verbal fluency; scores decreased an additional 16.10% and 16.60% in semantic and phonemic verbal fluency, respectively. Mode- rate decreases were observed in im mediate recall (-16.87%), wais-iii-ln (-16.67%), and jlo test (-11.56%). In this sample, dbs-sn did not result in global cognitive impairment 5 years after surgery. Verbal function was found to be significantly impaired one year after the procedure. Impaired learning and visuospatial function may be attributed to degeneration associated with pd. Reported events: one patient implanted with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) experienced stroke. One patient implanted with bilateral stn-dbs for pd had their system explanted due to infection. One patient implanted with bilateral stn-dbs for pd had absence of efficacy and had their system explanted. The following device specifics were identified in the article: lead model 3389.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the author reported that the findings in this study are inherent to the evolution of the disease and the aging process since similar patients that have no received dbs have comparable findings. The infection was noted to have been subcutaneous and spread to the device that had to be removed. The results of the therapy were reportedly favorable and demonstrated that it is a safe therapy in regard to the long term cognitive evolution of the patient.